Event description:
The customer reported that the device was used for an ladg. A seal was attempted but could not be made even though an endtone, indicating a completed seal, was heard. There was also reported oozing from the patient's vessel. There was no tissue damage or extended time for the procedure. The same incident occurred on a 2nd device in this procedure (see report number 1717344-2009-00244). The procedure was completed without incident with another ls1500.

Manufacturer narrative:
(B) (4). (B) (4). The product sample was discarded by the site. Without the sample, a detailed investigation could not be performed. A review of the service history records indicates there are no service histories related to the reported condition. If additional information is obtained or the sample is returned, we will re-open this investigation.